Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker system was experiencing shortness of breath with heavy exertion, with a notable spike at 110 beats per minute (bpm). Review of device settings noted passive accelerometer, minute ventilation (mv) 14, sedentary, ventricular tachycardia (vt) rate factor 85%, vt rate 110 beats per minute (bpm). Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker remains in service. No additional adverse patient effects were reported.